Manufacturer narrative:
A customer in the united states notified biomérieux of discrepant identification results in association with vitek® 2 gn ID test kit (ref 21341), lot 2410154103. An internal biomérieux investigation was performed. The organism was submitted by the customer. Testing included two (2) vitek gn cards from the customer lot and two (2) cards from a random lot. Api® 20e was also performed. On all cards tested, an excellent ID of e. Coli was obtained. On api 20e, an acceptable ID (98%) of e. Coli was obtained. Therefore, the final identification is e. Coli. The customer did not submit lab reports showing the various reaction results that led to the incorrect call of salmonella enterica ssp diarizonae. Vitek 2 gn cards were determined to be performing as expected. No further action necessary.

Event description:
A customer in the united states notified biomérieux of discrepant identification results in association with vitek® 2 gn ID test kit (ref 21341), lot 2410154103. The customer identified a patient isolate from a urine specimen as salmonella enterica ssp diarizonae with the vitek® 2 gn ID test kit. This testing was repeated with the same identification as a result. The salmonella identification was reported to the physician with a note that the isolate would be sent to the department of health for confirmation. Api 20e testing identified the isolate as escherichia coli, and the doh identified the isolate as a citrobacter species. Corrected ID results were sent to the physician. The customer reported that the incorrect result was released to the physician, and a corrected result was sent to the physician after doh confirmation testing. There is no indication or report from the laboratory that the discrepant result led to any adverse event related to the patient's state of health. A biomérieux internal investigation has been initiated.